Event description:
It has been reported to philips that, system would not switching on. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not switch on and it showed x-ray system switched off error. The fse found that the system was kept idle for a long time which was the cause of the issue. The fse replaced the x-ray pc and reinstalled the system software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.